Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the tubing and onto the floor. Patient found a tubing set on the ground and noticed fluid coming out from the green line. The clamp was opened and caused it to leak on the floor. Patient had no adverse effects. Sample is not available.

Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.